Event description:
Received follow-up information from the pt regarding the event. The pt had shoulder surgery in 11/11/2004 on his right shoulder. The pt returned to the surgeon in 2004 with pain the shoulder. X-ray's revealed a foreign body object in the shoulder. Revision surgery was performed on 12/16/2004 to remove the object.